Event description:
Implant placed on 11/19/97 (patient was edentulous for many years prior). Post-op infection developed under flaps, both sides. Implant was exposed 12/5/97 and removed 12/15/97 due to infection. X-ray indicated extensive bone resorption around implant.